Event description:
The doctor found a crack of the optic edge just after iol implantation. The piece of the optice was found inside the injector. The iol is still in the eye. The doctor does not plan to explant the iol. Patient condition: no clinical signs, symptoms or conditions.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable malfunction that occurred in the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - device evaluated - corrected to yes. Incomplete product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) ; model: py-60ad). Appearance check result was consistent to reported information. No abnormality was found on the inspection of the injector. The exact root cause was not determined in this case. However, from our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
The doctor found a crack of the optic edge just after iol implantation. The piece of the optice was found inside the injector. The iol is still in the eye. The doctor does not plan to explant the iol. Patient condition: no clinical signs, symptoms or conditions.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Optic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.